Event description:
It was reported that the catheter had a warped curve. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, damage to the catheter shaft (distal end) was identified. Inspection of the shaft revealed a kink, measured from the distal tip, the material deformation was identified at 2 1/2" approximately. No further relevant visible damage was detected. The device's handle, deflection and locking mechanisms appeared intact. The device was evaluated for deflection. The device did not form a curve consistent with the template. The catheter did not meet the planarity specification. As the device's structural integrity was found to be compromised, the shaft deformation (kink) identified during re-inspection likely contributed to the reported event of, "warped curve" as damage to the device's internal wiring could adversely impact catheter functional performance. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.